Event description:
On (B)(6) 2013 it was reported that the patient has a hematoma that developed after her last generator replacement and the patient is going back to surgery to open up the area and rain it. The surgeon stated that it does not appear that there is an infection but cultures will be taken. The patient underwent surgery on (B)(6) 2013 and there was no hematoma or anything abnormal found at the implant site. The surgeon just closed the wound with two layers of sutures.